Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope had an e238 error display during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection. Based on the results of the investigation the customer allegation " error e238" has not been reproduced. However, since a leakage was confirmed in the venting connector it is likely that a temporary short circuit or continuity failure occurred on the electrical board of the internal ultrasound plug, may have led to this incident. The root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.